Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high threshold measurements along with low out of range pacing impedance of less than 200 ohms. Oversensing of noise was also observed which led to inappropriate anti-tachycardia pacing (atp). Insulation damage and a lead fracture were the suspected cause. A revision procedure was performed where the lead was surgically abandoned. The implantable cardioverter defibrillator (ICD) was also explanted during the procedure. It was noted that the insulation damage and fracture were not able to be visualized during the procedure. When the rv lead was tested on the pacing system analyzer (psa) it yielded high of range impedance measurements of greater than 2000 ohms; low impedance measurements were not noted on the psa. Review of the remote home monitoring system data after explant found one alert due to low out of range impedance measurements from three weeks earlier. A new rv lead and ICD were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. No noise was noted on the electrogram (egm) and event markers. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.